Event description:
The facility reported, an infusion pump which alarmed low battery during transfer, and then failed. The patient was being transferred from the floor to critical care when the event occurred. "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction-that is, the device did not do what it was supposed to do." Although requested, the risk manager did not know the names, concentrations, or rates of the medications being infused and says she will inform if she obtaines the information. Reportedly there was no patient injury as a result of the incident.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.